Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the emergency room. Technical services (ts) reviewed and advised inappropriate anti-tachycardia pacing and multiple inappropriate shocks were delivered due to an atrial arrhythmia with rapid ventricular response. Ts advised a dual arrhythmia may have occurred near the end of the episode. Therapy was exhausted. The arrhythmia self-terminated after the episode concluded. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.